Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the vacuum wash collar valve to resolve the issue. The fse primed the instrument and verified no further leaks. Instrument resumed operation. (B)(4).

Event description:
The customer reported their unicel dxc 800 pro synchron clinical chemistry system suppressed tg result (no result generated for triglyceride) and leaked 10 to 15 milliliters fluid from reagent probe b. The leak was contained within the black tray of the instrument. The operator wore a lab coat, gloves and eye protection while handling the leak. The customer cleaned it with paper towels and disinfectant wipes. No one was injured. No erroneous results were generated.